Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 0318-200 serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device arrived for evaluation with a drill stuck in one of the guide holes. A visual inspection revealed that the part 0237-200 calibrated drill ao style, 2.8mm x 95mm was stuck in one of the guide holes. It was also noted that damaged like nicks all around the device. The most likely cause of the device's reported and observed failure is user error, specifically misaligned insertion and/or prying/levering the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that a 0318-200 drill guide and a 0237-200 calibrated drill became stuck. This occurred during a proximal humerus fx case.